Event description:
The patient reported elevated blood glucose readings up to 525 mg/dl, which she treated by bolusing insulin through her infusion device. She stated she also noticed, the insulin cartridge was wet and there was condensation in the cartridge compartment of the device. To troubleshoot, the patient was instructed to remove the cartridge by holding the device upside down. The patient stated, a "little bit of insulin" dripped out. The patient stated, she drops the cartridge inside the compartment without first attaching the adapter and tubing. The patient was educated on the proper insertion of the cartridge. The patient was advised to switch to her backup device and let her primary device dry out for at least 24 hours. On follow up, the patient stated her primary device is completely dry and she will switch back to it. She stated her blood glucose readings are fine with her last reading being 95 mg/dl. The patient did not require assistance from the healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.